Event description:
I used fixodent from approx 2003 until now (2009). While using both fixodent and poligrip, I began experiencing numbness and tingling in my extremities. In 2004 or 2005, I was diagnosed with neuropathy. Blood tests taken show low levels of copper and high levels of zinc. My neuropathy is permanent. Dose or amount: denture cream, frequency: 2-3 daily, route: oral. Dates of use: 2004 - now. Diagnosis or reason for use: denture adhesive cream.